Manufacturer narrative:
Product event summary - the partial lead in segments was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured.

Event description:
It was reported that the right ventricular lead had high impedance and a confirmed fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.